Event description:
It was reported that one lead fractured at the inferior portion of the anchor site. Lead diagnostics indicated the contacts on one lead were all invalid. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103809. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.